Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 70 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip were missing their scale markings. The following information was provided by the initial reporter: "approx 70 syringes with missing or partially printed scale numbers and lines; all from same lot but unknown if all from same carton".